Event description:
Rptr was induced at 32 weeks as recommended due to hypertension. States they put a pill behind uterus to induce labor. Within 20 mins the rptr's uterus was contracting so hard that the pt was being squeezed. Pt's heart rate dropped so that emergency c-section was done. They used a vacuum extractor. Pt was hospitalized in a special unit. Pt required a "light" for 3 days due to jaundice. Pt required tube feedings. Reported told daily/repeatedly that the pt was progressing well. Reported told pt was gaining weight and keeping milk down. Reports experience with the pt and feeding was not the same. Rptr saw a note on the pt's incubator that said the pt "spits up". On the 20th day, pt sent home after having simple surgical procedure. Pt was not the same at home. Not keeping milk down, would not go back to sleep. Rptr repeatedly called the hosp/dr; however, told that behavior normal adjustment to new environment. Pt progressed into constant crying, hourly green stools. Temperature was 99.5 through the night. Spoke with the dr in the morning who directed rptr to wait till the next feeding and if still problems, bring pt to the hosp. Reported did not wait as the pt was grunting. When pt arrived at hosp, pt was limp. Hosp checked temperature which was 102.5. The dr squeezed the pt's abdomen, the pt cried. The dr directed the rptr to take the pt "across the street" to the other hosp. Dr said that he would call the hosp. Pt died within one hour upon arrival to second hosp. Autopsy said: vacuum extractor used, hemorrhage to brain, vessels encased in blood, cerebral vascular hemorrhage and ruled death as natural. Reported states that ruling death as natural does not make sense. Rptr seeking answers and guidance for add'l info.